Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2208-70, serial: (B)(4), batch: 189406.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to several contacts out on both leads. The patient underwent a revision procedure wherein leads were replaced. The patient had full coverage in all pain areas postoperatively. The explanted leads were discarded.